Event description:
Pieces broke off and fell into pt. Additionally, customer stated the physician was doing a hiatal hernia when the retractor broke and fell inside of the pt. The physician could see the retractor on video at the time and got a grasper to retrieve the segments. X-ray did not show any segments left inside of the pt. The case was completed with another retractor without further incident and the pt is okay.

Manufacturer narrative:
The broken retractor was received for investigation. Visual examination noted that the cable broke on both sides where it exits the rigid shaft and the ends were very frayed. It was also noted that the device was returned without the protective sterilization sleeve. No issues found with the device history record for the reported lot. Root cause for this condition may be attributed to mechanical overstress. No absolute cause of the cable failure can be determined, but it is possible for the cable to fall at the point where it exits the rigid tube if the unit is not sterilized in the straight position with the sterilization sleeve per our IFU 28-0020. The distal end should not be bent to fit it into a sterilization tray. This can kink and fray the cable at this location. Please note, that cable failure is minimzed with proper care, lubrication and avoiding overstress. Do not use instruments if they do not perform satisfactorily in an operational test.